Event description:
It was reported by the customer's mother, that the customer was hospitalized (B)(6) 2013 due to low blood glucose levels and vomiting. Customer's blood glucose levels at the time of hospitalization was about 100 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated with a glucagon injection prior to being hospitalized. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).